Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate device had a fluid leak from the tubing. The fluid was observed in the over-pouch after the device was unpacked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: the device was manufactured january 13, 2015 ¿ january 14, 2015. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. Further visual inspection revealed that the tubing was broken and partially separated from the solvent-bonded junction of the distal luer lock. The reported condition was verified. The cause of the leak was determined to be the broken tubing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.